Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarm which was not reproduced during evaluation. A review of the event history log identified system error 322 alarms. The cause was determined to be the severed motor mount screws, which were blocking the switch and the input/output (I/o) board and found to have a damaged component. The I/o board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.